Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer is in the hospital since noon on (B)(6) 2017 because of high blood glucose. Customer was visiting her family doctor, because her high blood glucose didn't go down. The blood glucose values were between 500 mg/dl and 600 mg/dl. Doctor treated the patient with an insulin pen and called an ambulance and she was taken to the hospital. Customer can't say if the pump was the reason for the hospitalization. A request was made for the return of the device.